Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing on the right atrial channel resulting in inappropriate atrial tachy response (atr). Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.